Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05/20/2024, it was reported that patient faced two infusion set fell off event during use. The event occurred within 1-1.5 days of insertion. The blood glucose level was reported during the event was 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.